Manufacturer narrative:
Product inquiry states the k-wire gamma ø3,2x450 mm to be the primary product. No further associated products are reported. The reported event that k-wire gamma ø3,2x450 mm was alleged of issue instruments - k-wire - broken could not be confirmed, since the product was not returned for evaluation and no other evidences were provided. Review of the manufacturing and inspection documents (DHR) revealed no discrepancies. During investigation no material, design or manufacturing related issues were found. A physical examination of the device was not possible since the affected device was not returned and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. X-ray control must be done during k-wire insertion to avoid misalignments and hitting the nail. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that rep received an email indicating that a k-wire broke during a gamma nail procedure. As reported by hospital: "kwire tip broke off in patient during gamma nail hip procedure. It remains implanted unintentionally, doctor was unable to remove".

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that rep received an email indicating that a k-wire broke during a gamma nail procedure. As reported by hospital: "kwire tip broke off in patient during gamma nail hip procedure. It remains implanted unintentionally, doctor was unable to remove".